Event description:
Discordant cytomegalovirus igm, cytomegalovirus igg, rubella, (B)(6), toxoplasma igg and toxoplasma igm results were obtained on multiple patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cytomegalovirus igm, cytomegalovirus igg, rubella, (B)(6), toxoplasma igg and toxoplasma igm results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the diluent vial was not refilled before the tests were run. The customer refilled the diluent vial and re-primed the system. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and checked the alignments of the sample probe. The cse replaced the reagent probe and aligned the dual resolution dilutor. The cse ran calibrations and quality controls, which were acceptable. The cause of the discordant cytomegalovirus igm, cytomegalovirus igg, rubella, (B)(6), toxoplasma igg and toxoplasma igm results on multiple patient samples is related to the user error. The instrument is performing according to specifications. No further evaluation of the device is required.